Event description:
On (B)(6) 2014, the reporter contacted animas and stated that the patient was taken to the emergency department (ed) at 8:30am that same day due to a blood glucose (bg) of 556 mg/dl with extreme nausea and the inability to drink water. The reporter said that the patient was given 11 units of insulin subcutaneously before going to the ed. Reportedly, the patient was treated in the ed with intravenous fluids and 5 units of insulin. It was reported that the patient remained on the insulin pump throughout the ed stay. The patient¿s bg reportedly decreased but the patient¿s bg at the time of discharge was unknown. The reporter stated that the patient¿s bg increased again when they were home and the most recent bg was 438 mg/dl without any signs or symptoms of hyperglycemia. The reporter stated that the infusion set had been changed on (B)(6) 2014, however, a review of the prime history indicated that the last time the prime and fill cannula steps had been completed was on (B)(6) 2014. Customer technical support (cts) reviewed the importance of completing the prime and fill cannula steps with each site change. The infusion set was changed and appropriately primed during troubleshooting. Further review of the pump settings and histories indicated all boluses had been completed as programmed, basal settings were correct, and the time and date settings were correct. Cts advised the reporter to monitor the patient¿s bg and call back as needed. This complaint is being reported because the patient allegedly experienced hyperglycemia requiring medical intervention related to use error in not completing prime and fill cannula steps after a site/set change.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4)2015 with the following findings: a review of the black box showed an unconfirmed occlusion alarm associated with high force on (B)(6) 2015 at 09:51. The last prime was recorded on (B)(6) 2015 at 10:01. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence with no alarms occurring. The pump was exercised for 24 hours with no issues or alarms occurring. At the end of the duration test, all boxes on the ezprime menu remained filled. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.